Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory. However, it was determined that a product analysis would not provide additional pertinent information of the reported clinical observations. No root cause was conclusively determined.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. Upon initial placement, the lead failed to capture. The physician attempted to reposition the lead but experienced placement difficulties and dislodged due to the patient's anatomy. The lv lead was extracted prior to pocket closure. No adverse patient effects were reported.